Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The left ventricular lead was noted to be slightly dislodged via fluoroscopy. The lead was repositioned.